Event description:
A surgeon reported that air came from the infusion line to the pt's eye during a vitrectomy procedure. They tapped the auto stopcock, but the problem continued. They clamped the air line and the issue was resolved. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).